Event description:
Consumer states her father¿s bed will not move. Consumer states it is stuck at a 15 degree angle, and they cannot move the head or foot section. Consumer states, her father has tried to transfer from the bed to a wheelchair, and because the bed is not level her father has fallen which has caused bruising. Consumer did not have any other details on her father¿s injury. No additional information provided.